Manufacturer narrative:
Device evaluated: pending evaluation. Concomitant medical device(s): 300-01-07-equinoxe, humeral stem primary, press fit 7mm, 320-38-00-equinoxe reverse 38mm humeral liner +0, 320-10-00-equinoxe reverse tray adapter plate tray +0, 320-15-01-eq rev glenoid plate.

Event description:
As reported by the equinoxe shoulder study, approximately 2.5 years post op the initial tsa, this 65 y/o female patient was revised due to the sub scap nerve pain. The case report form indicates this event is unlikely related to devices and possibly related to the procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision for sub scapular nerve pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.